Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been complaining about charging their ins battery. The rep noted that the patient's session report stated that charging status was "fair" on average. A copy of the report was provided. The rep loaned the patient a brand new charging pad and the patient's feedback was that their current charging still took two to three hours. The rep instructed the patient on ways to charge. The patient's doctor was concerned that the problem may not be the charging, but the ins itself. No symptoms were reported.

Event description:
Additional information received reported the patient¿s recharging diary indicated their recharging status was mainly ¿fair¿ and ¿good,¿ with only a couple ¿excellent.¿ it was noted the patient¿s battery was charging with her contact not spot on. The patient was given a new charging pad and was reiterated to the patient that an excellent contact would result in a shorter charging time. The patient was able to successfully able to do a ¿return demo¿ at the time of follow-up. There remained no complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.